Manufacturer narrative:
The implant was returned with a removal device attached. When disassembled, there was visual evidence of the fractured screw in the bottom of the internal threads of the implant. Lot number of the screw was not provided and a manufacturing history review could not be completed. The device history review of the implant did not indicate any manufacturing that could cause or contribute to this event. A definitive root cause could not be determined.

Event description:
The dentist reported that the abutment screw (unknown) fractured within the integrated implant (xifoss511) and could not be removed. The implant was surgically removed.